Manufacturer narrative:
A visual examination fo the product detected one kink in the catheter tubing located 75.9 cm from the tip. This can contribute to difficulty inserting the guidewire into the iab; however, the initial cause was dried blood. When the technician attempted to pass the 0.018" guidewire through the iab lumen, a blockage was felt at the middle of the inner lumen. The blockage was cleared and was observed to be dried blood. A review of the device history does not indicate any lot specific issues. (B)(4).

Event description:
The sensation iab did not advance over the guide wire. When the data sheet was returned, it reported no complications form the vent. The patient expired.